Manufacturer narrative:
The event of seroma and silicone migration are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side rupture diagnosed via MRI. Later reported chest pain, puffiness, limited hand movements, capsular contracture baker grade iii diagnosed via ultrasound. Later healthcare professional reported "the upper contour of the right implant and the large pectoral muscle covering it are deformed, without swelling" "numerous wave-like hypointense linear areas are determined along the capsule inside implant due to the capsule detachment" " multiple related liquid inclusions of different sizes with a diameter of up to 5mm are observed on the right." "Intracapsular rupture with defragmentation of the internal contents" via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, rupture.

Event description:
Patient reported right side rupture diagnosed via MRI. Later reported chest pain, puffiness, limited hand movements, capsular contracture baker grade iii. Device has been explanted.

Event description:
Patient reported right side rupture diagnosed via MRI. Later reported chest pain, puffiness, limited hand movements, capsular contracture baker grade iii diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Chest pain: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.